Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, the following technical defects were found: failed a leak test, distal end of the device insulation required, distal end of the device has dent and scratches, bending section cover has leak hole and glue is peeling, image guide has breakage within standard, insertion tube has white lines and olympus logo fading and peeling, the control body valve is loose and misaligned, and the eyepiece body has scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by following these descriptions from the instructions for use: "caution: do not coil the insertion tube with a diameter of less than 10 cm. The insertion tube may be damaged. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported one of the ports of the oes cystonephrofiberscope was loose. The customer tried to tighten the port, but it became loose again. The issue was discovered during reprocessing. There was no reported patient harm or impact due to this event.